Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the guide wire used in the procedure. Microscopic inspection of the complaint device revealed a shaft hole/perforation 3cm proximal from the tip. Examination of the material surrounding the hole did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. The inner diameter of the tip was measured using a calibrated pin gauge set and met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unspecified procedure, a guide wire perforated a balloon catheter the target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The physician was attempting to introduce this 3.00x12mm nc quantum apex balloon catheter when the guide wire "did not go through the normal monorail exit". This occurred prior to entering the patient. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during an unspecified procedure, a guide wire perforated a balloon catheter the target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The physician was attempting to introduce this 3.00x12mm nc quantum apex balloon catheter when the guide wire "did not go through the normal monorail exit". This occurred prior to entering the patient. No patient complications were reported and the patient's status is good.